Event description:
It was reported that a tsb35 was used during an unknown procedure. It was reported by the affiliate that there was staple line bleeding.

Manufacturer narrative:
Tracking #.56471/c. D5,6; h4: info not available, device not returned for analysis.